Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage to the keypad traces, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
Customer reported that the numbers on the insulin pump were scrolling up and down on their own. Customer also mentioned receiving a button error alarm and stated that their blood glucose readings were 400 mg/dl. Customer then mentioned a battery out limit. Customer's blood glucose readings at the time of the call were 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.